Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, moisture was found behind the display lens. The pump powered on to a call service 007 alarm and was unable to be cleared. The pump files and black box were unable to be downloaded due to an inability to maintain a connection during download. The complaint of no power was unable to be duplicated. The pump was opened to find no damage to the power circuit. Evidence of moisture was found on the printed circuit board and the inside cover. A leak test was performed and failed due to a leak in the audio bolus button. Unrelated to the original complaint, the audio bolus button cover was detached and missing. Additionally, the battery compartment was cracked at the case seal to the left of the bumper, and at the case seal below the bumper.